Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fph in (B)(4), and was visually inspected. Our analysis is based on the result of the investigation, and additional information we received from the hospital. Results: visual inspection revealed the chamber dome was cracked at the bracket. Conclusion: the hospital reported that the subject mr290 chamber was used during high frequency therapy, which is most likely the contributing factor to the observed crack. It is recommended to use an mr290hfv chamber for high frequency therapy. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290 chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 became damaged after it was released for distribution. Our user instructions that accompany the mr290 state the following: - "use of the mr290 above the maximum operating pressure [8kpa (~80 cm h2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." - "use only the mr290hfv with the sensormedics 3100b." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) field representative that water leaked at the connection between the dome and the base of an mr290 vented autofeed humidification chamber. This was observed after 2 days of use. No patient consequence was reported.